Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the agent had patient restart the handset and try to connect to the controller. The patient was able to connect and see the battery level for the handset which was 83 percent. The patient plugged the handset into the wall, and the battery light was orange. The agent advised me to reset equipment. The patient was able to get the bolus during the call and stated that it took such a long time to connect. The agent walked the patient through clearing the data and the patient will monitor and call back if needed. The issue was not resolved through troubleshooting. *** see pe 708683579 for port issue***

Manufacturer narrative:
Continuation of d10: product ID a820 lot/serial# (B)(6); product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.